Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, foreign material adhered to the distal end, the air-water channel, and the cylinder; however, we could not identify the foreign material. Olympus confirmed that foreign material came out of the device, but a definitive root cause cannot be determined. No physical damage was found at the locations where foreign material remained. Also, based on the results of the investigation, foreign material was found inside the light guide lens, and since the adhesion location of foreign material was not on the external surface of the device, the foreign material could not be removed by reprocessing. The presumed cause may have been that the lens glue was peeled off due to physical stress by hitting or dropping the distal end, chemical stress by chemical solutions, or the like. Subsequently, humidity invaded the light guide lenses and caused corrosion. We could not identify the foreign material and a definitive root cause cannot be determined. The customer did not provide the cleaning, disinfection, and sterilization (cds) reprocessing steps. The instruction manual for residual liquid at the distal end, foreign material in the air/water channel, and cylinder states the detection method associated with the event in 'tjf-q190v operation manual chapter 3 preparation and inspection,' and preventative measures in 'tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope.' The instruction manual for foreign material in the light guide lens states the detection method associated with the event in 'tjf-q190v operation manual 3.3 inspection of the endoscope. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope light guide lens, air/water tube, and air/water cylinder exhibited white foreign material, and the distal end had residual liquid. There were no reports of patient involvement.